Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concluded, based on analysis results, that the identified pump failed activation test was the most probable cause of the reported event. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn to the filament. Under the microscope it was observed that exposed suture was present; however, no leaks were present. Contamination was found inside the pump. The pump was not functionally tested due to contamination. The ams700 cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at a fold in cylinder body. Cylinder 1 had multiple holes in the outer tube. Cylinder 1 had a leak attributed to wear at a fold; a hole at the corner of a fold was present in cylinder body. Cylinder 1 also had leaks in the proximal cylinder body that was result of sharp instrument damage which probably occurred during the explanted; holes were present. Cylinder 1 was not pressure tested due to the leak identified. Cylinder 2 passed all tests performed. Under the microscope it was observed that the krt of cylinder 2 was worn to the filament. The identified fluid leak was also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to device failure. The device began to fail in (B)(6) 2020. Another manufacturer's malleable penile prosthesis was implanted. Following the replacement surgery, the patient was expected to fully recover. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to device failure. The device began to fail in (B)(6) 2020. Another manufacturer's malleable penile prosthesis was implanted. Following the replacement surgery, the patient was expected to fully recover. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to device failure. Another manufacturer's malleable penile prosthesis was implanted. Following the replacement surgery, the patient was expected to fully recover. No patient complications were reported in relation to this event.